Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6), 2011. According to the complainant, post-procedure, the patient suffered physical pain due to the eroded mesh, additional medical treatment and procedures. All other information is unknown and unavailable.